Event description:
It was reported by service report that the fowler was stuck in an elevated position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - fowler gas spring.